Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with exposed wire in cord. This condition had the potential to interrupt delivery. This condition was found in the testing department. This event occurred during power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.